Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on 05/05/2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems. Upon evaluation of the device, the complaint was confirmed. Initial visual inspection of the actual sample revealed crazing around the top housing weld and bottom housing weld. A small crack was found on the top housing underneath the outlet port, as well as two cracks on the top housing near the weld. The actual sample was setup on a sarns drive motor and built into a circuit of saline solution. The rpm was set to 3500 rpm with a back pressure of 660 mmhg. In approximately 1 minute the sample started to leak. The leak was coming from the cracks in the top housing located at the top housing/separator weld underneath the outlet port of the pump. The crack was caused by dehp compound residue on the x-coated separator of the pump. The separator came into contact with dehp when it was dipped into the incorrect tank during manufacture. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corp that during cardiopulmonary bypass the centrifugal pump head leaked. Blood loss of less than 10cc; product was not changed out; surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).